Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-may-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is no longer feeling stimulation in her legs where she needs it now. She just feels a grab bing sensation in the back where her electrodes are located t8-9 area. There are no known external factors that may be related to this. The x-ray showed the leads are still in place midline (slightly left and right) at t8-9. The rep tried to reprogram and every electrode causes the same grabbing pain in the patient's spine at t8-9. The patient is going to see their doctor soon, and they will discuss a revision. Additional information received from a manufacturer representative (rep). It was reported the cause of the issue was unknown, but the hcp thought maybe scar tissue has developed around the electrode area. No action has been taken yet as the hcp was getting authorization for a lead revision. The patient ¿not feeling stim¿ has not resolved as the revision has not yet occurred. No further complications were reported.